Event description:
It was reported that the patient experienced new pain unrelated to their baseline condition. Physician attempted to do a lead revision but due to scar tissue he was unable to remove the entire lead. Part of the lead had to left behind in the soft tissue outside of the epidural space. The issue was ongoing and unresolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the reason for lead revision was patient therapy issue. The patient had increased right side pain. When mapping you in the pre-op area all her coverage was on the left side. The plan was to move or place a new lead more right. There was no issue with the ins. It was replaced due to length of time it was implanted. Physician attempted to place a lead and was unable to do so due to scar tissue. The physician suggested sending the patient for a surgical lead.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-feb-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.